Manufacturer narrative:
The description of the event has been updated from tempus pro to tempus ls manual .

Event description:
It has been reported to philips that the tempus ls manual 3 lead broke off in the monitor. It's inside the port. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.